Manufacturer narrative:
The pusher assembly was returned for evaluation and confirmed the implant coil had broken, but the evaluation could not determine the cause of the event.

Event description:
Treatment of a wide neck aneurysm locating in the a-com. It was reported the patient had a coil embolization procedure on (B)(6) 2015 with approximately 2-4 coils were implanted and the physician bring back the patient to finish coiling the aneurysm. First complex finish coil was deployed into the aneurysm and some coil loops were observed protruding into the parent artery. The physician decides to reposition by pull back the coil and re-advance it into the aneurysm. This was done 3-4 times and the coil detached with part of the coil inside the aneurysm and part of it inside the delivery catheter. Several attempts were made to retrieve the coil with a snare and stent but without success. Consequently, thrombosis was observed around the coil loops and the patient experienced hypotension. The procedure was ended the patient was placed on the ventilator. It was reported the patient expired two days post procedure and the cause of death is unknown.

Manufacturer narrative:
Correction on catalog number, should be 9001160310cf10.